Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6)2023, while the patient was at her healthcare personnel's (hcp) office, the cgm was reading 73 mg/dl and the blood glucose reading was 34 mg/dl. No symptoms of hypoglycemia were documented. The patient was treated with carbohydrates and advised to go to the emergency department (ed). In the ed, she was treated with unspecified sugar water and discharged the same day. At the time of the report, the patient was okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.